Event description:
Customer's family member reported customer received a blank screen from their freestyle freedom meter despite of new battery replacement. Customer's family member also reported customer experienced loss of consciousness and ate glucose pack to counteract his symptom. There was no report of third party medical intervention, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.